Manufacturer narrative:
Reported event of interrogation problem was confirmed. The device was received with no telemetry and no output. Final analysis found a failure on the intergraded circuit anomaly in the hybrid causing premature battery depletion and leading to the failure to interrogate.

Event description:
It was reported that at a distribution center failure to interrogate was noted on the implantable cardioverter defibrillator (ICD). The device was not used and sent back. There was no patient involved.